Event description:
A new 10cc syringe with attached blunt tip needle was removed directly from the package. A white corrosive substance was noted on the tip of the needle and the insertion site of the needle into the hub. The certified registered nurse anesthetist (crna) who discovered the needle threw the packaging away, so we have no serial number or further information. This was discussed at huddle to inform others of the safety issue.